Manufacturer narrative:
The reported event is confirmed, and cause was unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The used temporary pacing electrode was returned in the original packaging. Visual evaluation noted some residue was present on the surface of the catheter. A kink was noted on the body of the catheter towards the tip; the kink could have possible been caused by the "introducer" that was over the tpe catheter which would cause the device to be bent an angle. This does not meet specification per "no kinks or other deformities were noted on the surface of the device". A potential root cause for this failure mode could be "pulling distal wire to taut at mp5898 (assemble electrodes proximal/distal)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the electrode of the temporary pacing electrode was kinked. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.

Event description:
It was reported that the electrode of the temporary pacing electrode was kinked. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.